Event description:
No additional customer reported information.

Manufacturer narrative:
The device was returned to olympus for inspection and the static image issue was confirmed due to e314 error. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited static on the screen when plugged in. The issue occurred during set up / inspection for use (during set up in room / before patient in room) there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.